Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized on unknown date. Customer's blood glucose value was 40 mg/dl at the time of the incident. The customer called regarding the meter and received assistance connecting the pump to the meter. The insulin pump will not return for the analysis.